Event description:
An anesthesia machine in use on a patient in the main o.r. Unexpectedly shut down its monitor. The failure occurred while o.r. Personnel were entering changes via the "ECG setup" menu. It was necessary to reboot the unit. This action solved the problem at the time and the operation continued without further malfunctions. At the conclusion of the surgical procedure the machine was turned over to biomedical engineering for testing. The error log did not indicate any malfunction and the in-house biomedical equipment technician was unable to duplicate the problem. The system has been returned to service.the patient was not harmed by this malfunction.

Event description:
S/5 adu anesthesia machine: model # s/5 adu; catalog # a-auf-00 s/5 anesthesia monitor: model# fcu-8, s/5 adu: 40095421, s/5 anesthesia monitor frame: 4396716. The customer reported that the s/5 anesthesia monitor blanked out when the doctor was changing the level of the filtering. We received information from the customer that there were no unexpected alarms in the device or in the alarm log. According to the customer, the monitor has remained in use with no further reported problems. There was no reported patient injury. The customer has not provided the unit to ge healthcare for investigation and testing according to the customer, the unit remains in use at the hospital. The hospital biomed reported that the monitor screen blanked out while the physician was changing the level of the filtering. At the conclusion of the case, the unit was reportedly brought to the biomed department for testing, and the reported complaint could not be duplicated. The unit was returned to service. Manufacturer requested that the unit be returned without success. The unit is not available for further investigation, and thus no final results of root cause can be determined. S/5 adu installed base - 9,500, s/5 anesthesia monitor installed base - 54,600. July 13, 2005: the unit hasnot been returned to ge healthcare and is reportedly still in use at the hospital. The planned maintenance instructions m1027808 states the following: replace the batteries, if necessary. The manufacturing recommendations are: replace the lead-acid battery in the module fram's f-cu5 (p)/ f-cu8 power supply unit every 4 years. Replace the sram/timekeeper battery on the cpu board every 8 years.